Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the rhythms are not seen on the display. It was reported that the device was in use when the failure was observed. Delay in use was identified but it was reported that there was no adverse patient impact.